Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts on row 8 from the distal end of the stent were lifted and bent back in a distal direction. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found a kink of the inner polymer extrusion 196mm from the bumper tip. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be user preference issue as the product meets specification however the user is dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 16-dec-2016. It was reported that a user preference issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). After pre-dilatation was performed using a 2.0x15mm non-bsc balloon catheter, a 4.00 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the physician decided to switch to a 34mm non-bsc stent and the procedure was completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.